Event description:
It was reported that t:slim x2 pump battery would not charge despite use of tandem charging cable, wall adapter, different wall adapter, and different charging cable and that pump did not begin charging after being left connected to a working outlet for at least 30 minutes. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged shipment of replacement pump, confirmed shipping details and signature requirement, instructed customer to allow battery to fully deplete before return, and advised customer to return problematic pump within 10 days and to program pump settings and reconnect continuous glucose monitor on replacement device.